Event description:
It was reported that the clickline forceps insert's jaws broke off during the robotic assisted splenectomy surgery. While the surgeon was in the process of removing the clip in the abdoment, the jaw of the grasper broke. The jaws were retrieved and the surgery was completed. There was no report of injury to the patient.

Manufacturer narrative:
The previous reportability decision for this event was reversed based on a retrospective review. The reported device was returned and evaluation was performed. The evaluator confirmed the jaws were broken. The insert and the outter tube were both severely bent. The damage could be the result of misuse/mishandling of the device. The reported issue will continue to be tracked and trended. The event is filed under internal karl storz complaint ID: (B)(4).